Event description:
(B)(4). Event occurred in the united states. The patient reported tubing detachment at quick release while sleeping and blood glucose level was in the range of 300 mg/dl. The site was towards middle of the back, aligned with rib cage, on the right side and the pump was located on the right side in pocket. The infusion was in use for two days. Reportedly, the infusions were stored in the closet in cool comfortable setting. The patient was uncertain if there was stress or pull on the tubing and believes that during process of changing into pajamas the tubing was pulled on and the pump was dropped with the set connected to the patient's body. No further information available.